Event description:
In 10/03 pt was diagnosed with kerotoconjunctivitis sicca, had oasis plugs inserted, pt complained of corneal discomfort due feeling the plug. Two weeks later pt returned oasis plugs were removed and smart plugs were inserted. Pt complained that their contacts were still dry, even with the punctal occlusion and began restasis in 07/2004. By 2005 the pt complained of pain and swelling near the left lower puncta. Palpation producted a purulent discharge and what was thought to be part of smartplug. Pt was started on oral and topical antibiotic. Pt was referred to ocular plastic surgeon for probing and irrigation to remove the smart plug. This procedure was successful, but left the pt with brusing around the eyes and a bloody discharge from their nose for about a week.